Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on 3/4/2016 with a low blood glucose level of 25 mg/dl. The customer was treated for their blood glucose with glucose tablets. The customer mentioned that their insulin pump was exposed to an x-ray machine and a CT scanner. The customer was assisted with troubleshooting and the device passed the test functions.